Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes in different areas"

Event description:
The patient reported "swollen lymph nodes in different areas" as well as "noticing some movement within the last year." Device remains implanted. Affected side is left.